Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The end user was outside on the side walk and hit a bump breaking the caster after the provider previously bent it back.